Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: peeled coating. It is likely the coating peeled off the insertion section due to one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual warns against reprocessing other than its recommendation: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU reprocessing manual warns against bad storage environment: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Event 2: shaved port. It is likely the port was shaved when the metallic part of the endo therapy accessory and/or cleaning brush came into contact with the port while the user was inserting/withdrawing it. The event can be detected and prevented by handling the device in accordance with the following IFU: bf type p150/1t150 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6): noting due to character limit. The device was returned as part of the asset return process. In addition, the following were found: loss of water tightness due to a cut on the bending section rubber, a dent on the distal end and the light glass cover glass, detachment of the bending section rubber adhesive, a cut on the bending section rubber, a less than standard bending angle in the up and down direction due to wear of the angle wire, a shaved forceps channel port, a wrinkle on the universal cord, a scratch on the image guide protector, the control unit, the grip, switch#1, the universal cord, the suction connector, and the light glass cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the connecting tube coat was peeling and the forceps channel port is shaved. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.